Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector. Failure analysis was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that there was a hospitalization event for their blood glucose. Customer reported being admitted into urgent care on (B)(6) 2015 with a high of 300 mg/dl. The customer stated they were unable to prime the insulin pump due to unresponsive buttons, resulting in the hospitalization. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.